Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The turntrac guide wire was advanced to the lesion without issue. However, it was noted that the guide wire unraveled. It was decided to be removed, and although resistance during removal was met with an unspecified source, the guide wire was able to be removed. Another guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unraveled wire was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported difficulties (unraveled wire and difficult to remove) were a result of manipulation of guide wire in the anatomy and/or advancing/removing against resistance that ultimately resulted in the reported/noted device damages. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.